Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to boot up. Rse reviewed the error logs and identified an issue with the flex vision pc booting up or connecting. The customer performed a reboot, which resolved the issue temporarily. The same issue reoccurred after a few days. The philips engineer found that the issue was caused by the flex vision pc hard drive not initializing. To resolve the problem, both the flex vision pc and the hard drive were replaced. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.